Event description:
Boston scientific received information that this right ventricular lead displayed high threshold measurements and loss of capture.

Manufacturer narrative:
The patient was scheduled for a lead revision procedure. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. Our company received additional information that this lead was abandoned surgically and replaced with another manufactures lead one year later. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.